Event description:
It was reported that the pt felt pain whilst walking. It is further reported that on x-ray the nail was found to have fractured through the lag screw hole. The customer states the pt was revised approximately six months post primary, which took place in 2007.

Manufacturer narrative:
Add'l info has been requested and if received will be submitted on a supplemental report.